Manufacturer narrative:
Freestyle libre reader jcgx045-t1725 was returned and investigated. Using the reader power button the reader was attempted to be powered on. Reader would not turn on. Inserted usb through usb port into reader. Reader would not power on. Upon further inspection it was notice that the reader had marks indicative of attempts to pry open the case of the reader. Unable to perform any additional testing on the returned product due to the returned product's condition. If additional product, such as the sensor, is returned additional investigation will be performed. (Serial number) has been updated based on the returned product.

Event description:
A caller, customer's father, reported the customer, a child of five years, received an unspecified higher reading from his adc freestyle libre sensor than an unspecified reading from the built-in meter of hi freestyle libre. Caller noted at the time the customer was ¿very sleepy and not standing up anymore¿. Caller noted his son was in hypoglycemia. Customer¿s father administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, customer's father, reported the customer, a child of five years, received an unspecified higher reading from his adc freestyle libre sensor than an unspecified reading from the built-in meter of hi freestyle libre. Caller noted at the time the customer was ¿very sleepy and not standing up anymore¿. Caller noted his son was in hypoglycemia. Customer¿s father administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.